Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is unit shuts down, alarms not functional, & error code. The key failure indicated on the irs is a pilot valve that is stuck/not shifting which addresses the reason for repair of unit shuts down & error code. Additional malfunction identified on the irs as a on/off switch with no alarm is directly related to the reason for repair of unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this FDA report.